Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the string broke off during removal leaving the pessary inside. She was able to manually remove the pessary and experienced bleeding due to irritation. The bleeding resolved and she is doing fine.